Event description:
During trouble shooting of a check lines and bags alarm the home patient (hp) reported that she started over with a new cassette but not the bags. The baxter representative explained that doing that had compromised the supplies and hp would need to start over with new supplies to prevent infection. The hp would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the check lines and bags alarm. The hp reported that the issue was resolved by starting over with new supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This problem is confirmed for use - error, however, the assignable cause is undetermined.

Manufacturer narrative:
(B)(4). (B)(4). A labeling review found the labeling to be adequate for the use/user error identified in this incident. This problem is confirmed for use - error, however, the assignable cause is undetermined.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.